Event description:
While reviewing download data from a (B)(6) old female patient, zoll customer support discovered that the patient's monitor was abnormally shutting down. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon evaluation, the programmable logic device connector (j300) was damaged and the connector pins were making intermittent contact. The root cause of the damaged connector could not be positively identified. No adverse event resulted from the damaged j300 connector. The patient received a replacement monitor.